Event description:
An accustick ii was used for therapeutic purposes. During the procedure, while trying to pull back the sheath, the radiopaque marker broke off inside of the patient's kidney. The fragment was retrieved with a guide wire. The patient is reported to be doing fine.

Manufacturer narrative:
The device has not been returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.